Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to detach, no harm was caused to the patient and it is unknown if a repeat procedure was performed. Customer stated the handle of the device was broken as it attached and would not release. There was nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure, an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for several years, and was trained by a given representative. The vacuum source used was a medela pump and the vacuum pressure before the procedure (with and without finger) was 550. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.